Manufacturer narrative:
Investigation - evaluation: a review of the complaint history and specifications, and submitted imaging was completed during this investigation. The two images (figures) demonstrate a gunther tulip ivc filter with insignificant tilt, penetration of one of the primary filter legs, as well as a small defect involving the hook of the ivc filter, likely due to endotheliazation of the hook along the wall of the ivc. However, the hook was freed and the filter was successfully retrieved. Despite the insignificant tilt relative to the center line of the ivc, the mild curvature noted of the ivc facilitated the hook of the ivc filter to abut the wall of the ivc, allowing the endotheliazation to occur, and therefore resulting in difficulty with retrieval. If the filter was placed slightly more cranial or caudal in the ivc, this interaction may not have occurred. Furthermore, the dwell time was also not discussed, but was likely more than a few weeks as endotheliazation occurs rather slowly. The cause of the ivc filter penetration is likely multifactorial. Conical filter design, dwell time, filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to development of ivc filter penetration. Differentiating the strongest contributing factor to the development of penetration is not possible. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. The complaint device was not returned; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However; there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Citation: ullman, joseph m. "Technique for snaring an inaccessible gunther tulip filter." Journal of vascular and interventional radiology 17.6 (2006): 1067-068. Web. (B)(4). The reported device is not available for evaluation and has been discarded.

Event description:
It was reported that a gunther tulip filter was placed via a right internal jugular vein approach with ultrasound and fluoroscopic guidance without complication. Additionally, on the day of retrieval, the ultrasound revealed that the filter was vertically oriented with a mild curvature of the inferior vena cavae (ivc). Initially, it was thought that the filter might not be retrievable if the hook was thrombosed or adherent to the ivc wall. After several attempts and greater than 90 minutes of gentle inflation and traction with a 12-mm balloon, the physician was able to successfully free the hook and remove the filter. There have been no reports of adverse effects on the patient due to this occurrence.